Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was not receiving sufficient pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was discarded by the medical facility.